Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture. Fluoroscopy was performed, revealing ra lead dislodgement and implantable cardioverter defibrillator (ICD) migration due to twiddler¿s syndrome. The physician explanted and replaced the ra lead. The ICD was repositioned during the procedure. The patient condition was stable.